Event description:
The pt tested his blood glucose on the suspect device and it was 258 mg/dl. He took his medication based on the suspect device result and passed out.he was taken to the hosp and his blood glucose was 32 mg/dl. He was given medication at the hosp to bring his blood glucose level up.